Event description:
It was reported that t:slim x2 pump battery was not charging correctly despite using tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer confirmed that pump did not shut down, left wall adapter plugged into a working outlet for an extended period, followed support script including pump reset, and pump began charging with original supplies so no further assistance was required.